Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on two instances the device showed it was infusing but it was not. On two other instances the device was not priming. Per reporter, they were not sure if it was all related. Same reference and lot on the tubing. The continuous infusion rate was 2.3 ml/hour reservoir volume 111 ml and given none. The air detector was off. Upstream sensor was on. Length of infusion: 48 hours. Lock level: priming security off. Drug being infused: milrinone. The pump was not used to prime the extension tubing. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg. Establishment name updated d9: device received on 1/7/2025. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. Errant solvent was observed at the incoming tube filter bond of both filters. The probable cause of the occlusion was due to errant solvent application during assembly in tijuana. There was no further action taken.